Event description:
It was reported that the user experienced a low blood glucose of 60 mg/dl around the time of dinner, treated with oral glucose, and subsequently announced for the meal while still within 30 minutes of eating. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included recovery to in-range glucose and successful resolution of an occlusion alert following troubleshooting and education, with no hospitalization. Investigation included technical support guidance to clear the occlusion and verification that infusion set tubing fill restored delivery. Investigation of this case revealed resolution after clearing the occlusion with no additional device performance issues observed. It was concluded that the event was a hypoglycemic episode with unclear cause, and that the occlusion was addressed through standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.